Event description:
Following deployment of the angio-seal device on a patient with peripheral vascular disease (pvd), collagen was noted above the skin. The pt developed loss of sensation in the lower leg below the arteriotomy site and then transferred to surgery. The outcome of the surgery was unknown. The senior chief nurse stated that the event was not device related and suggested that the pt was not a candidate for the device due to the pre-existing pvd condition.